Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "showing tf code 431002 (blower disconnected) during ventilation." No patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective blower. In consequence the blower was replaced.